Event description:
New information received: device was explanted due to patient¿s death. Patient¿s death was due to cardiomyopathy, artherosclerotic cvd. There is no known allegation from a health professional that suggests the death was related to the device. Device was not prophylactically explanted due to the fsca advisory for premature battery depletion.

Manufacturer narrative:
(B)(4). A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
Primary cause of the death was homicide.